Event description:
It was reported that the r waves dropped and the pacing threshold increased on the right ventricular (rv) lead. The physician was not sure whether there was a lead issue or heart tissue issue, so a decision was made to replace the lead as a precaution. After having a difficult time placing the new rv lead due to poor sensing in the apex of the rv, the physician was convinced the issue was the patient's heart tissue and not a performance problem with the explanted lead. There is a small nick in the insulation of the explanted lead due to extraction technique. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: d334vrm implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012. (B)(4).